Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-02029. It was reported the physician was unable to implant the leads at the intended position due to patient¿s anatomy. Intraoperative testing did not result in effective stimulation. Reportedly, the patient was receiving unintended stimulation in the ribs. As a result the procedure was abandoned.